Event description:
It was reported that the patient thought her device was off. She started feeling different about three days prior to the report. It was kind of like she was ¿drunk¿ and she was weaving when she was walking. The patient was assisted with the programmer and checked her implant; it was showing on an ok. The healthcare provider (hcp) told the patient to try different programs, so she switched to program c from b. After changing programs she could feel the electricity, but she wanted to stay on program c. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-03044 as the patient felt electricity in her arms at her last hcp appointment.

Manufacturer narrative:
Product ID 3389s-40, lot# va03ykj, implanted: 2012 (B)(6); product type lead product ID 3389s-40, lot# va03ykj, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708640, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708640, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved.